Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed, however at this time the analysis has not been performed. Surgical intervention was later performed, and this device was explanted and replaced, but data analysis was not performed as data was not available. No additional adverse patient effects were reported. The device will not be returned for analysis as the patient decided to keep it.